Event description:
It was reported that a partial rest occured with surgery. Parameters were changed after surgery. Device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a partial reset occured with surgery. Parameters were changed after surgery. Device remained in use until being explanted and replaced upon reaching elective replacement indicators. No patient complications were reported as a result of this event.